Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. System check was unable to be completed with tandem technical support at time of call. Multiple attempts were made by clinical support to follow up with the customer for additional troubleshooting, but no response was received. There was no adverse impact to customer's blood glucose. No additional information was provided.